Event description:
Company representative reported on behalf of the healthcare professional that after injection with juvederm ultra xc in the nasolabial folds, he pt experienced an "occlusion and compression" two days after injection. The pt was seen and treated with "hyaluronidase, mupirocin ointment and doxycycline hyclate tablets." Two days later, the pt was treated with hyaluronidase and advised to continue the "ointment and antibiotic" that was previously prescribed. Five days after injection the pt developed "super imposed pustules, ecchymosis, and an erythemous patch." Bacterial culture was performed that same day (results unk) and an additional treatment of hyaluronidase was provided. Pt was treated again one day later with additional hyaluronidase. The symptoms are on going.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of an"occlusion and compression," "super imposed pustules, ecchymosis, and an erythemous patch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no elements could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.